Event description:
It was reported, that the patient presented in clinic for follow up. Upon review, it was noted, that the left ventricular lead exhibited loss of capture. Chest x-ray confirmed, that the lead had dislodged. The lead was explanted and replaced. There were no patient consequences.